Manufacturer narrative:
Correction: the date of manufacture was provided in error in the initial medwatch. The date of manufacture cannot be determined because the serial/lot number was not provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 of the same event. It was reported from (B)(6) that during a cochlear implant surgical procedure, it was observed that the drill bit device was wedged inside the attachment device. According to the report, the device was used during the surgery and the procedure was completed successfully. After the procedure, when the attachment device was dismantled from the motor device, it was observed that the top of the drill bit device broke off. There was a ten minute delay to the planned surgical procedure. A spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.